Manufacturer narrative:
(B)(4). Results: (endoleak); (unknown cause of endoleak). Conclusion: (unknown cause of endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Vessel morphology was described as straightforward and not very tortuous or calcified. After the endurant bifurcated stent graft was placed, a proximal type I endoleak was seen as was a type IV endoleak/blush at the flow divider, going down past the bifurcation. A palmaz stent was placed proximally, and the type I endoleak improved but did not resolve completely. The patient will be monitored in 30 days. No additional clinical sequelae were reported and the patient is fine.